Event description:
The patient had one endeavor sprint drug-eluting stent implanted in the lad during a staged procedure approximately 5 weeks post the initial index procedure. The patient suffered a myocardial infarction the following day. The mi was assessed as related to the target vessel. The investigator assessed that the event was possibly related to the study device.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure - (myocardial infarction). (B)(4).